Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0gvck, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0gvck, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0gpw5, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered. The date of onset/diagnosis of the infection was (B)(6) 2014. The patient did not have meningitis but they had an incisional wound opening from in the infection. The primary location of the infection was at the burr hole. A culture source was obtained from the device pocket and the type of organism cultured was corynebacterium. Both IV and oral antibiotics were instituted for the infection. The system was explanted and the infection resolved.

Event description:
It was reported that the ¿patient kept picking at [their] head incision and caused an infection¿ so the entire deep brain stimulation (dbs) system was explanted. It was unknown if there were any other patient symptoms or complications associated with the event. No diagnostic testing or troubleshooting was required. Patient status at the time of the report was listed as ¿alive ¿ no injury,¿ however the resolution of the infection/outcome following the device explant remains unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient picked at her incision which had caused it to open up. No infection was noted at this time.